Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device arrived in good physical condition. Event log did not verify alarm of no cassette attached and no evidence to support complaint. Evaluations and testing performed the alarm double beeps no cassette attached. Software was loaded and this revealed down stream sensor was cause of event. Actions taken to replace dso sensor. Once device repaired, the pump passed all functional and delivery testing. Unknown cause of event.

Event description:
Information received a smiths medical cadd-legacy 6400 pump alarmed double beeping no cassette attached. This event occured during testing and no patient involvement.